Event description:
On (B)(6) 2012 customer states via phone that during an undetermined urology procedure the table movement function failed. Customer reports physician cancelled the pt procedure. Customer has no back up facilities. Customer did not provide pt information, but did state there were no reported injuries.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.